Event description:
It was reported that the user experienced prolonged hyperglycemia for approximately eight hours followed by a severe hypoglycemic event to 29 mg/dl, which the user treated with pure sugar, candy, and lemonade, and the event was associated with an ilet system with cause of the high glucose being unclear and device problem and component information insufficient. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.